Event description:
Additional information was received. It was reported that the ins was successfully reset this morning ((B)(6) 2024).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the details of the event pointed towards this being a tel-n lockup. Those details were: multiple unsuccessful attempts for a clinician programmer session with multiple tablets and clinician telemetry modules, a patient controller with the communicator being unable to communicate with the ins, therapy remaining on, this behavior being confirmed before the reset, and a reset using the tel-m ins reset tool resulting in a successful interrogation with the clinician programmer. The data report was provided and reviewed, but it did not have information that would confirm or deny a tel-n lockup. The ins was successfully reprogrammed to cover the patient's pain symptoms again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via the manufacturer representative (rep) regarding a patient with an implanta ble neurostimulator (ins). It was reported that no telemetry could be established with ins, only searching without success and no signs of interrogation. It was not possible to establish a communication with multiple different tablets and/or different communicators. Two tablets and two communicators were tried, without success. With the patient programmer it was possible to establish a connection. The patient programmer could be used as normal, and the patient was receiving sufficient therapy. Patient was instructed to not unpair the communicator. Issue was not resolved. The nurse was in contact with the patient. The patient will visit the clinic on 2024-may-29 to have a device reset performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.